Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had an incident at the beginning of september and we sent her the wrong model insulin pump. Customer¿s blood glucose level was unknown. Customer also reported that she had diabetic ketoacidosis events over the last month because she believes her insulin pump was not alerting her to blocks in the set due to bent cannulas.